Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported that the physician requested a driveline repair if appropriate. No device related issues related to the pump were identified. The submitted log files collectively contained events from 11apr2026 through 07may2026. A driveline disconnect was captured at the end of the file on (B)(6) 2026, consistent with the reported controller exchange. No other notable events or alarms were captured associated with the pump, and the pump appeared to function as intended and operated above the low-speed limit while the driveline was connected. Review of the submitted images captured the patient's internal and external driveline. These images were inconclusive for any areas of potential driveline wire compromise. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU, rev. A, heartmate ii patient handbook, rev. A are currently available. The patient handbook instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's controller was exchanged on (B)(6) 2026, and log files were submitted for review from the exchanged controller which captured an odd string of power cable disconnects. The data from the new controller only contained a few lines of data and was normal. The site provided x-ray images of the driveline, and the physician requested a driveline repair if appropriate.